Event description:
It was reported that the left ventricular lead exhibited loss of capture. The lead was reprogrammed but the issue was not resolved. It was suspected that the lead had been damaged some time during a moving accident. On (B)(6) 2018, the lead was explanted and replaced. Patient was stable with no adverse consequences.

Manufacturer narrative:
The date of explant was left blank in the previous report and should have been (B)(6) 2018.

Manufacturer narrative:
The damage found was sustained during the surgical procedure. The lead was otherwise normal.